Manufacturer narrative:
Additional information: g3, h3, h6 corrected information: g1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two opened sig30avm and three sealed sig30avm were received for evaluation. Visual inspection noted an evidence was observed indicating that the device was applied on over indicated tissue. The first and second cartridge revealed that the reload was fully fired and the jaws were open. There were formed and malformed staples observed on the proximal cartridge surface. While the third, fourth and fifth reloads were received in its original sealed blister package. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that an unexpected bleeding occurred along the staple line. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device was applied on over indicated tissue. Firing on over indicated tissue or through an obstruction can cause pushers to have varying heights and formed staples to not stay in the tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open splenectomy, the stapler cut the tissue, but there were no staples deployed and the patient had bleeding. Manual suturing was done to resolve the issue and complete the case. The surgical time was extended for 30 minutes or more as a result of the event. There was tissue damage as a result of the event.